Event description:
The pt reportedly experienced no sound. Testing revealed no lock between the external equipment and the cochlear implant. External equipment was exchanged, however this did not resolve the issue. Revision surgery will be scheduled.